Event description:
I used rneu with moistureloc contact lens saline solution from 5/1/04 to 2/1/06. I saw the first of six drs in 2004 and was diagnosed with an eye infection and ulceration that led to anti-biotic treatment, phototherapeutic keratectomy surgery, and I may still have to undergo corneal transplant surgery. My vision in my left eye has been impaired significantly (20/400).